Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. No failed self-test alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Unit received with bleeding glass on lcd board. Unit was received with missing display window, cracked case at display window corners, and belt clip slot. Unit was also received with broken reservoir tube lip, battery tube threads, and corroded battery tube.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed self-test repeatedly and it started to count down. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.